Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) was freezing up during boot up. The site restarted the ias and the device was working as intended.